Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure on the umbilical hernia, while using a continuous suture technique, the needle broke and fell into the patient¿s cavity. As stated, after surgery they performed an x-ray to locate the part of the broken needle. It was detected and the surgeon decided not to remove the broken piece of the needle from the tissue. The incision and operating room time were extended.